Manufacturer narrative:
Information has been received indicating that the previously reported malfunction for this device was submitted in error. There is no complaint or allegation associated with this device. Please disregard mrn 3012307300-2026-02876 and all reports associated with it.

Manufacturer narrative:
B3: year of event have been provided, month ad day are unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the medicinal liquid is leaking. The event occurred during priming.